Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient presented to the emergency department (ed) with a slow ventricular tachycardia (vt) below the detection threshold. Several antitachycardia pacing (atps) were attempted to convert the vt with no success. After the attempts with atp in which they reduced the detection zone the implantable cardioverter defibrillator (ICD) detected and tried to treat the vt. Three manual shocks were delivered all with no success. Finally, an external shock was delivered and the rhythm was converted. The patient was hospitalized and the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.